Manufacturer narrative:
Other device used: catheter #unk, nexgen complete knee solution articular surface, lot #unk. Evaluation summary: the returned device were in vivo for approximately 5 years and 9 months. The femoral, articular surface, and the tibial baseplate components were returned for evaluation and all device measurements met the print specification where applicable. As returned, the femoral component contains significant amounts of bone cement and bone ingrowth, indicating it was well fixed which agrees with the surgeons description of radiographs that were provided. The articular surface exhibits signs of pitting on the condylar surfaces, and signs of backside wear as well. The tibial baseplate exhibits little amounts of bone cement on the distal surface, and signs of wear to the tray the are similar in pattern to those on the backside of the articular surface that are typical of micromotion. The product experience report also states that a screw came loose, however, the screw was not returned for evaluation and no item or lot was provided. During an office visit in 2008, it was suggested that the tibial baseplate may have loosened. Bone scans taken the following month, indicated tibial baseplate loosening. In 2009, the surgeon decided to do a complete revision with a more constrained component due to valgus deformity and pt history, which confirms why all components were removed. Based on the available info a definitive cause for the tibial baseplate loosening can not be determined. Device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.

Event description:
It is reported that the devices were implanted in 2003 and that the pt was revised in 2009, due to pain and loosening of the tibial plate and the screw.